Event description:
Related manufacturer reference number: 1627487-2019-05253.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-05253. It was reported that the patient requested the scs system be explanted. Reason for explant requested, but not provided. Surgery may be taken at a later date.